Event description:
A patient reported blood glucose results of 83 mg/dl and 132 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than = 20% and/or less than = 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: there are errors 1 and 2 given on reported issue but the test strip on the meter was done correct.